Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - cac adaptor. Controller ac adaptor / (B)(4) / model #: 1640de / expiration date: unknown UDI #: asku. Return date: 2018-04-04. Device evaluation anticipated, but not yet begun. (B)(4). Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-04-30. UDI #: (B)(4). Return date: 2018-04-04. Device evaluation anticipated, but not yet begun. Mfg date: 2016-04-30. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-05-31. UDI #: (B)(4). Return date: 2018-04-04. Device evaluation anticipated, but not yet begun. Mfg date: 2016-05-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-02-28. UDI #: (B)(4). Return date: 2018-04-04. Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-05-31. UDI #: (B)(4). Return date: 2018-04-04. Device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller, and batteries exhibited critical battery alarms at greater than ten percent battery capacity. The controller, ac adaptor, and batteries exhibited no power, and power switching. The controller, ac adaptor, and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (con303268) and four batteries (bat217254, bat218400, bat214957 and bat580488) and controller ac adapter(cac011510) were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events due to momentary disconnections and communication errors between the controller and batteries. Several critical battery alarms due to communication errors were logged between 02-18-2018 and 03-28-2018 involving: bat214957, bat217254, bat218400 and bat580488. Failure analysis of the returned devices revealed that the units passed visual examination and functional testing. Several controller power-up events were logged between 02-23-2018 and 03-25-2018. Log file analysis revealed two controller power up events on 03/25/2018, at 21:34:27 and 21:35:14. The power sources attached before the loss of power, which was recorded at 21:34:18, revealed that bat217254 on connected to power port 1 with 60% relative state of charge (rsoc) and bat219060 was connected to power port 2 with 43% rsoc. The power sources attached after the loss of power was bat217254 on power port 1 and bat219060 on power port 2. There were several momentary disconnections observed leading up to the power up events. The observed temporary disconnections may indicate that there was a disconnection and re-connection of the same power source or that a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, the loss of power may have occurred due to a disconnection of both power sources and/or due to momentary disconnections between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and four batteries ((B)(4)) and controller ac adapter ((B)(4)) were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned batteries and controller ac adapter passed visual examination and functional testing. Failure analysis revealed that the controller passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 1. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event., the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events due to momentary disconnections and communication errors between the controller and batteries. Several critical battery alarms due to communication errors were logged between 02-18-2018 and 03-28-2018 involving: (B)(4) and (B)(4). Several controller power-up events were logged between 02-23-2018 and 03-25-2018. Log file analysis revealed two controller power up events on 03/25/2018, at 21:34:27 and 21:35:14. The power sources attached before the loss of power, which was recorded at 21:34:18, revealed that (B)(4)on connected to power port 1 with 60% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 43% rsoc. The power sources attached after the loss of power was (B)(4) on power port 1 and (B)(4) on power port 2. There were several momentary disconnections observed leading up to the power up events. The observed temporary disconnections may indicate that there was a disconnection and re-connection of the same power source or that a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, the loss of power may have occurred due to a disconnection of both power sources and/or due to momentary disconnections between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected section h10. Other devices involved in this event: d4: battery / (B)(4). H6: FDA conclusion code(s): 12, 4307 d4: battery / (B)(4). H6: FDA conclusion code(s): 12, 4307 d4: battery / (B)(4). H6: FDA conclusion code(s): 12, 4307 d4: battery / (B)(4). H6: FDA conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the controller passed visual and functional testing. Review of the log files revealed: several cases of power switching due to: momentary disconnections and communication error between battery and controller. Several critical battery alarms were logged between (B)(6) 2018 and (B)(6) 2018. These alarms were logged due to a communication error between battery and controller. Several controller power-up and associated pump start event were logged. There were several momentary disconnections observed leading up to the power up events. Additional products: d4: controller ac adaptor / (B)(4). D4: expiration date: unknown UDI #: (B)(4). H3: yes h4: mfg date: unknown h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary:the ac adapter passed visual inspection and functional testing. Log file analysis did not reveal any momentary disconnections involving power adapter. Additional products: d4: battery / (B)(4). D4: expiration date: 2017-04-30 UDI #: (B)(4). H3: yes h4: mfg date: 2016-04-30 h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Log files review revealed one (1) critical battery alarm was logged on 03-16-2018. This alarm was logged due to a communication error between battery and controller. Several premature power switching events that were due to: momentary disconnections and communication error between battery and controller. Additional products: d4: battery / (B)(4). D4: expiration date: 2017-05-31 UDI #: (B)(4). H3: yes h4: mfg date: 2016-05-31 h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Log files review revealed: 3 critical battery alarms were logged involving (B)(4). These alarms were logged due to a communication error between battery and controller. Several premature power switching events that were due to: momentary disconnections and communication error between battery and controller. Additional products: d4: battery / (B)(4). D4: expiration date: 2017-02-28 UDI #: (B)(4). H3: yes h4: mfg date: 2016-02-28 h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Log files review revealed: 2 critical battery alarms were logged. These alarms were logged due to a communication error between battery and controller. Several premature power switching events that were due to: momentary disconnections and communication error between battery and controller. Additional products: d4: battery / (B)(4). D4: expiration date: 2018-05-31 UDI #: (B)(4). H3: yes h4: mfg date: 2017-05-31 h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Log files review revealed: 2 critical battery alarms were logged (B)(6) 2018 and (B)(6) 2018). These alarms were logged due to a communication error between battery and controller. Several premature power switching events that were due to: momentary disconnections and communication error between battery and controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5, h9, h10 product event summary: one (1) controller, four (4) batteries (bat217254, bat218400, bat214957 and bat580488), and one (1) controller ac adapter were returned for analysis. One (1) battery (bat213247) was not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned batteries and controller ac adapter passed visual examination and functional testing. Failure analysis revealed that the controller passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port one (1). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed multiple premature power switching events due to momentary disconnections and communication errors involving bat217254, bat218400, bat214957, bat580488 and bat213247. Data log files also revealed multiple instances involving bat217254, bat218400, bat214957, bat580488, and bat213247 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving bat217254, bat218400, bat214957, and bat580488. Analysis of the event log files revealed several controller power-ups with their associated motor starts recorded within the analyzed period. Several momentary disconnections were observed leading up to various losses of power. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: cac011510 h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d4: serial #: bat217254 h3: yes h6: FDA method code(s): 4112 d4: serial #: bat218400 h3: yes h6: FDA method code(s): 4112 d4: serial #: bat214957 h3: yes h6: FDA method code(s): 4112 d4: serial #: bat580488 h3: yes h6: FDA method code(s): 4112 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2017 / serial #: bat213247 UDI #: asku d10: no h3: yes h4: mfg date: 31-jan-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that the batteries also had a communication error. Another battery also had a communication error and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.